Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was used. The patient reported the mesh was a hernia mesh and sheets were used. Following the procedure the patient experienced instant menopause, bowel issues, headaches, feet issues, pain. The patient reported these were disregarded by medical specialist as "adhesions, scar tissue or menopause" or in the patient¿s head. The patient reported cysts, bowel attacks like labor, plantar fasciitis, constant pelvic pain, feeling of uti, but no infection, headaches, blurred vision, panic attacks, anxiety, depression, terrible burning pain in bladder, knife like pains up vagina, diverticulitis. The patient reported 14 years on, pain is increasing and the patient has had to give up work, can¿t stand for long, can¿t sit for long, suicidal thoughts, no quality of life, waiting to die basically. The patient reported they have been to so many specialists, costs a lot of money, no joy. The patient reported they had too much repair done, so removal is unlikely and sex life suffered with husband. The patient could only work casual, as the patient could not stand or sit for long and has bladder incontinence, stress & urge. No additional information was provided.